Event description:
It was reported, the device was explanted due to infection. No hospitalization was reported. The patient recovered without sequela. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).